Event description:
Patient was getting IV cytarabine (chemotherapy) through her PICC. She noticed that her shirt was damp and notified the rn. Rn stopped pump. Checked tubing, but unable to locate the spot from which the tubing was leaking. Infused medication while checking tubing and noticed an area of wetness on gloves, but unable to tell where it was coming from. Chemotherapy was stopped, disconnected from patient. Patient was instructed to change clothing and soak her clothing in hot soapy water and to use chlorhexidine wipes over chest, PICC line (including dressing/lumens) and arm area. Pharmacy was notified. The suspected leak is somewhere at/below the bottom y port and the most distal end of the tubing. I was unable to fully pinpoint where it was leaking from, but noticed wetness on gloves following running medication. That portion of the tubing that would have been lying on the patients chest during the infusion.